Manufacturer narrative:
Findings: pump passed operating current, unexpected alarm error test, displacement test but compromised forced sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to compromised forced sensor alarm. Pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, broken belt clip slot, stained end cap sticker, cracked case reservoir tube window corner and cracked battery tube threads. No moisture damage on the lcd board, mother board, interface board, rf board, motor, vibrator motor and battery tube assembly during visual inspection noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. Customer also reported that the device was squirting out insulin during manual priming. Blood glucose level at the time of the incident was 200 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.